Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(4) 2011 and that it had performed to specification up to (B)(4) 2012. The info obtained from the device showed this device had failed a self-test on (B)(4) 2012 because of a low battery, which would have been caused by the storage temperature dropping outside the recommended storage conditions for the device at this time. The device remained in this fault mode for approx 14 weeks. Following resumption of normal operation the device failed a later self-test because of a low battery and again remained in fault mode for a further 6 weeks. There is evidence to show that on (B)(4) 2012 the device started switching itself on automatically resulting in manual power-ups of 10 minutes in duration continuing consistently up to (B)(4) 2012. Investigation found no fault with the device or any components of the device. The device switching itself on is a known symptom of a damaged or faulty membrane. In this event it is probable that the exposure of the device to temperatures below the recommended storage conditions may have damaged the membrane, which affected the device causing it to switch on automatically resulting in the premature depletion of pad pak (lot 686). Pad pak (lot 686) had a use until date of (B)(4) 2013 but became depleted on (B)(4) 2012. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use...